Event description:
Patient arrived in clinic on (B)(6) 2024. When attempting to connect primary controller attached to patient to monitor, data would not transmit. Attempted to connector to second monitor without success. Upon physical exam damage noted to white power cable bend relief. Controller exchanged with resolution of issues.